Manufacturer narrative:
Additional suspect medical device components involved in the event:(B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12320 model: sc-1232 serial: (B)(6) batch: 764628.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure as in the last weeks the patient has frequent charge the implantable pulse generator (ipg), patient also requested a system upgrade for (magnetic resonance imaging) MRI access. The patient is doing well post operatively and the device will not be returned as they were disposed per facility.